Manufacturer narrative:
The patient sample was collected in a green top lithium heparin plasma tube with gel separator and centrifuged for 4 minutes at 3800rpm. System checks on the day of the event passed within the customer's established ranges. A field service engineer (fse) was on-site (B)(4) 2011. Several repairs were completed on the access 2 analytical module and the fse performed verification testing after repairs were completed. Fse observed several fliers from a high sensitivity system check and the fse determined that further repairs were needed. Fse replaced incubator bearings and pulleys but the verification assay fliers were still occurring so the fse continued repairs. Fse consulted with technical support to determine that a new analytical module was required and the module was ordered. Fse replaced the analytical module and continued to troubleshoot the issue with technical support after still seeing issues from system check assays. Fse replaced mixer roller and pinch roller assemblies, the mixer belt, peri pump tubing and cleaned out the incubator belt track and wash carousel. Fse also rebuilt the wash pump, precision pump and replaced the timing belts for both pumps after noting that they were slightly cracked. Fse also performed some alignments and mixer speed adjustments after replacing and rebuilding several hardware components and after completing all repairs, fse performed a passing system check within instrument specifications and a passing high sensitivity system check within instrument specifications although extensive repairs were completed by the fse, a definitive malfunction was not detected during instrument service and a definitive root cause for this event was not determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result within the risk stratification range generated by the synchron lx I 725 clinical system for one patient. The result was reported outside of the laboratory but was questioned by the physician and repeat testing was performed which produced lower results within the normal reference range. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.